Event description:
It was reported that the patient experienced hyperglycemia with a reported value of 256 mg/dl after reconnecting the ilet and treating a perceived low with carbohydrates, resulting in an overcorrection and subsequent elevated glucose while using an inset infusion set and an fsl3+ continuous glucose monitor (cgm); capillary glucose was confirmed high and trended down during follow-up. Symptoms included hyperglycemia. Outcomes included the need for additional intervention of carbohydrate treatment intake. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.